Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2011. According to the complainant, during the procedure, they could not advance the clip out of the sheath. Preliminary investigation results received on (B)(6) 2011 revealed that one of the clip arms was bent. This is now deemed a reportable event. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient information is not available. (B)(4) relates to (B)(4) for the reported issue of clip arms/prongs bent. A visual examination of the returned device found that the clip assembly was half deployed and was located inside the over sheath. The prongs were bent and had an overbite. In addition, the yoke was still attached to the control wire and it was noticed that there was a kink in the control wire. Functionally, the clip was actuated and deployed. The most probable root cause has been determined to be operational context as evident by the kink in the control wire and the clip arms being bent. The user may have encountered anatomical/procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted.